Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over two years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19991383. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Batch: 19852076.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. The explanted device will not be returned.